Event description:
After replacing the potentiometer and knob assembly for the amplitude control, the 3100a stopped oscillating after running for a while at the "performance test" settings. There was no patient involvement and this did not occur at a hospital.